Manufacturer narrative:
A ge service rep performed an onsite investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not display a fluoroscopic image. There is no report of death or serious injury associated with this complaint.